Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported loss of therapeutic benefit and pain coming from the stimulation and from the implant. The patient mentioned about 2 weeks after the implant they noticed less therapeutic effect and said it was not working well and had a manufacturer representative (rep) make adjustment. They also stated they had more frequent visits to the bathroom in the morning and not making it in time. So the patient had made adjustments to the therapy a couple of times and the patient tried program 1, 2 and 3 and now on program 4 at 1.2. The patient also reported that it was painful for a day when they made an adjustment in the left side of their crotch and eventually it went away, however there was still not much benefit. The patient expressed disappointment, because they said it has gone worse now and their symptoms were back where they were even before having the implant. The patient shared this morning they had an embarrassing experience while walking a long distance going home when another person noticed they had leakage. The patient mentioned they felt being left in the dark not having proper education and communication how each programs worked. In addition, the patient complained about the implant being painful and swelling especially when they were lying down since the implant was protruding like a lump with a size of a lipstick tube, and the patient suspected the implant was not done properly. During the call the agent reviewed general theory and use of programs and redirected the patient to their healthcare provider (hcp). The patient changed the stimulation to program 3 at 0.8 and confirmed they felt no pain while making the adjustment. The agent advised the patient to monitor symptoms and redirected them to their hcp to further address the issue. The patient reported they knew the therapy was not intended to treat nerve pain but reported it had helped them tremendously with their nerve pain.